Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. He indicated a "mis-measurement by the pentacam". Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional info was requested on (B)(6) 2012 and (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).